Event description:
Reporter alleged blood glucose measured 104 mg/dl back to back with a result of 189 mg/dl back to back with another result of 194 mg/dl when tests were performed 1 minute apart. Customer stated the blood glucose comparison was performed after customer had previously dropped the meter. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.